Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient said that they talked to hcp office and was redirected to contact manufacturer for programming direction. Patient said that they had difficulty connecting to implant last week and as a result didn't recharge until last friday. With instruction patient connected to ins and received por message. Reviewed meaning of por and that it is possible that ins battery was very low when started recharging and stimulation automatically turned off. Patient said that they did not realize they needed to manually turn stimulation back on. When patient turned stimulation on, pt said it was too strong so decreased to more comfortable setting. Patient to monitor and track symptoms and if needed to make slight increase in a few days as long as the increased setting is comfortable. Additional information was received from the patient. When asked about the cause of the difficulty connecting to the ins, they reported the most likely cause was that the "worn out / cable didn't work". When asked what steps were taken to resolve the issue, they reported "moved where stored". The issue was resolved. The cause of the por was not due to the stimulator's battery draining/low battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.